Manufacturer narrative:
The sureform 60 stapler instrument has been returned and evaluated by failure analysis. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Failure analysis found the primary failure of firing failure. The sureform 60 stapler was found to have a firing failure based on log review. The stapler was tested in-house, and the sureform 60 stapler initialized, clamped, fired, and unclamped without any issues. It fired in both attempts. Root cause is not determinable/applicable. A log review was performed and confirmed the sleeve gastrectomy surgical procedure was performed on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This event is reportable due to the following conclusion: it was alleged that tissue was stuck between stapler jaws with unknown cause. Medical intervention may be required in the event that the stapler cannot be released from the target tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the patient's tissue was stuck between the jaws of the sureform 60 stapler while the surgeon was stapling. The stapler was being used with a blue reload at the time. It was not reported how the tissue was removed, but it was noted that the procedure was completed with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.